Event description:
Pro air inhalers not working properly. I have a history of asthma. I use an inhaler for asthma attacks. Last 3 pro air bronchodilators do not work. I believe, they have no albuterol in them. Pro air hf daily use for asthma attacks. Dose or amount: 2 puffs, frequency: 4 a day, route: po. Dates of use: 1985 - 2009. Diagnosis or reason for use: asthma.